Event description:
An elderly patient with a past medical history (pmh) of diabetes mellitus (dm), chronic obstructive pulmonary disease (copd), hypertension (htn), hyperlipidemia (hld), coronary artery disease (cad) with prior stent, who presented from rural town with 2 hours of chest pain. Anterior stemi present on EKG. Patient was given thrombolytics, aspirin and started on a heparin drip. After transfer to our emergency department (ed) continued to be hypotensive and in pulmonary edema. Intubated and taken for left heart catheterization (lhc). Stenting performed on an ostial left anterior descending artery (lad) and right coronary artery (rca) lesion. Patient remained hypotensive during the procedure and had a 2.5 impella placed. Brief episode of complete heart block with placement of a temporary pacer. He then resumed his underlying rhythm. Remained hypotensive and with poor left ventricular (lv) function. Taken to the operating room (or) for 5.5 impella placement. Remained hemodynamically unstable throughout the case requiring ne and epinephrine drips. Bleeding noted at the axilla insertion site with subsequent repair. 2 units of red blood cells (rbcs) and 1 of platelets given. Estimated blood loss (ebl) approximately 500 ml. Despite above remained hypotensive and started on dobutamine. Several amps of bicarbonate and calcium given. Essentially anuric throughout the case and had pulmonary edema with difficulty oxygenating requiring higher positive end-expiratory pressure (peep) settings. On arrival out of the or he is essentially totally dependent on the impella for cardiac output and has a pulse pressure only 3-4. Patient with fluid resuscitation with crystalloid, blood products and colloids; some waking, able to decrease pressors. Patient with decreasing oxygen requirements, clearing lungs. Impella failed; patient with cardiopulmonary resuscitation (CPR) initiated, to cath lab with CPR for replacement initially of impella in the groin, then transfer to axillary location. Patient with poor perfusion and metabolic panels. Loss of contractility ensued; patient to ICU and declared dead. Impella leaking blood from both connection sites on red portion of tubing connected to reservoir. Surgeon and representative made aware.

Event description:
An elderly patient with a past medical history (pmh) of diabetes mellitus (dm), chronic obstructive pulmonary disease (copd), hypertension (htn), hyperlipidemia (hld), coronary artery disease (cad) with prior stent, who presented from rural town with 2 hours of chest pain. Anterior stemi present on EKG. Patient was given thrombolytics, aspirin and started on a heparin drip. After transfer to our emergency department (ed) continued to be hypotensive and in pulmonary edema. Intubated and taken for left heart catheterization (lhc). Stenting performed on an ostial left anterior descending artery (lad) and right coronary artery (rca) lesion. Patient remained hypotensive during the procedure and had a 2.5 impella placed. Brief episode of complete heart block with placement of a temporary pacer. He then resumed his underlying rhythm. Remained hypotensive and with poor left ventricular (lv) function. Taken to the operating room (or) for 5.5 impella placement. Remained hemodynamically unstable throughout the case requiring ne and epinephrine drips. Bleeding noted at the axilla insertion site with subsequent repair. 2 units of red blood cells (rbcs) and 1 of platelets given. Estimated blood loss (ebl) approximately 500 ml. Despite above remained hypotensive and started on dobutamine. Several amps of bicarbonate and calcium given. Essentially anuric throughout the case and had pulmonary edema with difficulty oxygenating requiring higher positive end-expiratory pressure (peep) settings. On arrival out of the or he is essentially totally dependent on the impella for cardiac output and has a pulse pressure only 3-4. Patient with fluid resuscitation with crystalloid, blood products and colloids; some waking, able to decrease pressors. Patient with decreasing oxygen requirements, clearing lungs. Impella failed; patient with cardiopulmonary resuscitation (CPR) initiated, to cath lab with CPR for replacement initially of impella in the groin, then transfer to axillary location. Patient with poor perfusion and metabolic panels. Loss of contractility ensued; patient to ICU and declared dead. Impella leaking blood from both connection sites on red portion of tubing connected to reservoir. Surgeon and representative made aware.